Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco/lobectomy. While in the chest cavity, the surgeon tried to pull the black return knob to open the jaws, however, the knob was very stiff. The surgeon somehow opened the jaws, clamped the tissue, and squeezed the handle but it was very stiff. The surgeon completed the firing using the same handle. Once completed, the surgeon could pull the black return knob but it was still very stiff. The case was completed using a new device. No patient injury.